Event description:
On (B)(6) 2018, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultramini meter read inaccurately high. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that the meter issue began at 07:00 pm on (B)(6) 2018. The patient manages her diabetes with humalog 75/25 insulin and the reporter did not specify if the patient made any changes to her usual diabetes management routine in response to the alleged issue. The reporter stated that at between 07:00 pm and 08:00 pm the patient developed symptoms of ¿incoherent, shaky and seizure¿ and the emergency medical services (ems) were called, who tested the patients blood glucose on the subject meter which gave a result of 87 mg/dl, which the patient felt was inaccurately high in comparison to a result of ¿36 mg/dl¿ obtained on the ems device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The ems treated the patient with IV glucose and food. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient¿s products were replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event.